Event description:
During the bleeding of the patient onto treatment, the blood leak detector alarm came on. The dialysate was checked and it was very positive for blood, which indicated the dialyzer fibers were ruptured and the patient's blood was leaking into the dialysis solution. The dialysis treatment was stopped immediately , the patient's blood was returned to the patient and a new dialyser was set up and treatment restarted. There was an approximate 10 minute delay in treatment time.